Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Perfusionist reported suspected pump thrombus, hemolysis, and the pt didn't feel well. Also had a low flow alarm. Pump was exchanged.